Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd ext line leaking around the filter. They had to change it to stop the leaking. This time their cadd pump was alarming downstream occlusion. End user changed their line and pump, and the issue resolved. There was unknown patient involvement.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.